Manufacturer narrative:
Event date (B)(6) 2018. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the battery would not charge. There was no patient involvement. The event date was not specified; estimate used.